Event description:
Country of complaint:(B)(6). Bad fixation of needle.

Manufacturer narrative:
Samples received: 28 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 28 closed samples to analyze this complaint. We have tested the needle attachment of the samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications regarding needle attachment, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions, as a specific project is open in order to avoid this kind of incidents in the future: six_06_2016.